Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of ascqs0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a huber needle came apart during use. Patient had been receiving paclitaxel infusions for 2.5 of the prescribed 3 hours when patient complaint of wetness on her blouse. Nurse findings indicated that the huber needle tubing was no longer attached to the huber needle.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached tube is confirmed but the exact cause is unknown. One 20 ga x 0.75 safestep infusion set and the product label were returned for investigation. The needle housing was returned detached from extension tubing. Microscopic observation of the distal end of the extension tubing with uv lighting revealed the presence of adhesive. Slight amounts of adhesive was observed within the needle base. Based on the condition of the returned sample, possible contributing factors include excessive tensile force during use. As the hub was observed to be detached from the extension tubing and no manufacturing deficiencies were observed, the complaint if confirmed, cause unknown. A lot history review (lhr) of ascqs0108 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a huber needle came apart during use. Patient had been receiving paclitaxel infusions for 2.5 of the prescribed 3 hours when patient complaint of wetness on her blouse. Nurse findings indicated that the huber needle tubing was no longer attached to the huber needle.